Manufacturer narrative:
(B)(4).

Event description:
It was reported a dbs patient being treated for (B)(6) disease had been having the leads "short circuit". The therapy had worked well in mitigating the symptoms until the issue with the leads. The patient was scheduled to undergo surgery over thanksgiving.